Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No failed battery test alarms or off no power anomaly were noted. However, traces of corrosion found at the battery tube. The unit was received with cracked case at display window corners and battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her batteries are lasting less than one day. She stated she woke up yesterday with a blood glucose of 498 mg/dl and the insulin pump was working. Customer's blood glucose this morning was 48 mg/dl. She treated with food. The device shut off after less than one day with the new batteries. Customer uses energizer batteries. The device history showed multiple bad battery, battery out limit, and low battery alarms. The battery compartment was not damaged or corroded. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.